Event description:
It was reported that the customer's sensor and blood glucose readings were inconsistent. The insulin pump went into threshold suspend when his blood glucose levels were not low. His blood glucose level started at 220 mg/dl, then went down to 120 mg/dl, and the insulin pump went into threshold suspend. The customer received a low suspend and a low predicted alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.